Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The monitor was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the left monitor of the 9800 system would burn out from the screen saver and show up on all of the images. No pt injury was reported.